Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her left side postoperatively. On 4/8/2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient underwent explantation of device on (B)(6) 2020.

Manufacturer narrative:
On 4/20/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, the device was found to be ruptured. Hence, device code material rupture has been added on this form. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).